Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise due to possible electromagnetic interference (emi) was noted. Reprogramming the device resolved the issue. The patient is in stable condition.